Event description:
It was report that the driveline and modular cable connection has been inside patient's stomach. The patient had been experiencing driveline communication fault alarms, but they were silenced due to patient not being stable enough for a system controller exchange. The system controller was exchanged on (B)(6) 2024, in which during this time patient experienced driveline power fault alarms. The system controller and modular cable were exchanged. The customer also noted that the patient was initiated on inotropes.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: incidental finding: the modular cable wires were tested for conductor breakdown, and the orange ground b wire was noted to have wire fatigue when flexed ~300 ohms. The reported event of driveline power fault alarms was confirmed via the downloaded log files; however, it was not reproduced. The reported event of the driveline communication fault alarms was not confirmed. A review of the downloaded controller event log file spanned approximately 4 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 at 14:30:57, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active until the driveline was disconnected on (B)(6) 2024 at 14:31:18 for a controller exchange. The controller was then powered on several times without the driveline being connected. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the downloaded controller periodic log file spanned approximately 12 days at 1-hour intervals ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. The pump appeared to function as intended at the set speed. The returned modular cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were reproduced. The cable was able to support pump function for an extended period of time. The cables internal conductors were also tested for wire fatigue and no anomalies were noted for the power a wire or any communication wires. The cable was tested for current leakage and no anomalies were noted. The cable was stripped, and no anomalies were found. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported events could not be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. B section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook, rev d section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use, rev. B section 2- ¿system operations¿ and heartmate 3 patient handbook, rev. D section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.". No further information was provided. The manufacturer is closing the file on this event.